Event description:
It was reported that during the procedure, the physician felt something was not normal with the tip of the guide. When the guide wire was removed from the patient, the guide wire tip was observed to be unraveled.